Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states that "I had an issue with a sheridan brand nasal tube ref number (B)(4), where there was a hole in the tube at the point of contact of the pilot balloon tubing and the ntt itself". Additional information received states that "we noticed after placement of the ntt when we attempted to ventilate patient. No patient complication, we were able to have a good enough seal with a tegaderm over the opening and it was a short case < 1hr".